Event description:
It was reported that this was an arteriotomy closure of the common femoral artery with two prostyle devices using the pre-close technique via a 6fr sheath hole prior to a percutaneous coronary intervention (pci) procedure. The sutures of two prostyle device were successfully pre-placed. The sheath was upsized to 14fr and the pci procedure was completed. Reportedly post procedure, the knot could not be advanced for both devices. A third prostyle device was attempted but became stuck during advancement in the vessel. A cutdown was performed to remove the undeployed prostyle device and to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay due to the cut down. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Device was not returned for analysis. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated.